Event description:
A (B)(6) male pt called zoll customer support to report that his charger was not detecting his battery packs. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't detect battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to detect inserted battery packs. The cause for the failure was isolated to a shorted u13 component (flash microcontroller) and corrosion on the battery board. The root cause for the shorted u13 component could not be positively identified. The root cause for the corrosion on the battery board was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.